Event description:
Account reports "breaking of the bag at the level of connection. The bag did not suffer from traumatism before." Information received indicates "cells for autograph". Despite baxter's attempt to obtain additional information, no additional details have been provided.